Manufacturer narrative:
Investigation: customer returned (2) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 8029857. Customer states that the barrel was cracked. Both returned syringes were visually examined and both exhibited dented/scratched barrel. A review of the device history record was completed for batch# 8029857. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (dented barrel). Scratched/dented barrel is due to syringe contacting a machine part during conveyance or assembly after printing.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had a cracked barrel.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had a cracked barrel.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8029857. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked on lot # 8029857. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had a cracked barrel.